Event description:
During a laparoscopic nephrectomy procedure, the blade broke and fell into the patient. Blade was retrieved. Used another like device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.